Event description:
The customer alleged to have received a blood glucose reading of 498mg/dl when using a contour test strip in a contour next ez meter. Using the wrong strip in the meter should have produced an error code. There was no allegation of an adverse event. The test strips and meter were replaced and customer is expected to return his strips for evaluation.